Event description:
It was reported that during a colon resection procedure, the knife blade would not reverse after being advanced on the fourth firing using a blue load. He also had an issue reopening the jaws of the device as well as re-articulation. The surgeon over ride mechanism to reverse to my flight into place. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: articulation band, sled movement. The analysis found that one plee60a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An gst60b cartridge reload was received partially fired 1/16 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was disassembled to reset the bailout system and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home automatically as intended. The device closed and opened as intended during testing. In addition the articulation band was noted to be damaged. It is not known how the articulation band became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the end effector was not locked out at the desired angle. The end effector was able the be straightened out. It is unclear if the reverse button was used or not. It should have said the surgeon use the override mechanism to draw blade back into place.